Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
Scrub nurse explained that during a lap chole the surgeon, tried to use ligamax 5 to clip the cystic duct. Surgeon loaded the clip while with jaws around the duct and fired. Clip malformed and was retrieved. Attempted a second time - device did same thing. A reusable clip applier was brought out and duct was clipped successfully. Patient fine ¿ no negative outcomes.

Manufacturer narrative:
(B)(4). Batch # p94h08. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.